Event description:
Allegedly revised due to improper implantation, pain, and infection.

Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed and analysis showed no trend. X-rays and operative report provided and reviewed. The product was not returned.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Additional information has been requested from the user facility and the surgeon. The original surgery was not performed by the revising surgeon. This report will be updated when the investigation is complete.

Manufacturer narrative:
Additional information received from the user facility and is attached. At this time, no additional information on the catalog/lot numbers are available. This report will be updated when the investigation is complete. (B)(4).

Event description:
Allegedly revised due to improper implantation, pain, and infection.